Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction infection underneath sensor pod area only. The patient described the affected area as very sore with a hard lump full of infection (meant to be pus). The patient went to the hospital by herself, she called the hospital and she was booked to an emergency appointment. The doctor prescribed an oral antibiotic flucloxacillin 500mg to be taken 4 times a day. The area was prepared with soap and water before placing the sensor on the body. At the time of the report the patient was fine. No photo was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).